Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture due to dislodgement on the right ventricular (ra) lead. The physician elected to explant and replace the ra lead. There were no patient consequences.